Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1027j, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not getting the desired therapeutic effect since more than six months. When they met with the manufacturer representative (rep) on 2016-jul-08, it was determined that three of the four wires had come undone. It was indicated that it wasn't doing any good, so the patient had to go back in and get it "performed over" and reconnected the week of (B)(6) 2016. The patient was unsure if it was just a lead revision that was performed. It was indicated that the patient had not recovered completely. It was noted that the patient was unable to make any adjustments because the amplitude was showing 0.0; they were getting the upper limit message when they tried to increase. It was confirmed that stimulation was on. Patient services confirmed that the patient did not have access to other programs based on the screen icons. The patient thought that the rep forgot to program the device. The healthcare provider was aware of the issue as the patient met with them on (B)(6) 2016, but it was recommended that the patient follow-up again. The patient was implanted for urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and fecal incontinence. Additional information received from the manufacturer representative indicated that there was no cause determined as far as they were aware.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1027j, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. Patient code (B)(4) pertains to ipg ((B)(4)) patient code (B)(4) pertains to ipg ((B)(4)) and tined lead (va1027j) device code (B)(4) pertains to ipg ((B)(4)) evaluation code pertains to ipg ((B)(4)) and tined lead (va1027j).

Event description:
A consumer reported the trial was effective, but the implant was only so-so and had gotten worse over time. The patient noted she began taking (B)(6) pill after implant. The patient mentioned they either had a revision or a replacement on (B)(6). The patient stated 2 of the 4 connections were disconnected. It was noted there was no new implant information provided to the manufacturer¿s registration. The patient stated the manufacturer representative (rep) forgot to turn on implant during the procedure, so the patient went to the healthcare professional (hcp) to do so. The patient confirmed the only had 1 patient programmer. The patient noted that since the procedure, there was no improvement, including after trying program 1 and 2. The patient noted on program 1 they had an upper limit set at 1.5 v. The patient confirmed seeing 4 programs that were loaded. The patient stated she thought program 3 would not able to increase past 1. The patient stated in the past she had program 1 on a higher amplitude, which was better and that would feel stimulation every so often, but since the latest procedure, she did not feel stimulation. The patient noted no symptoms improvement, worsen over time. On (B)(6) 2016 the patient had a revision or replacement procedure, followed by no stimulation, the upper limit or symptom improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.